Manufacturer narrative:
Pump received with cracked case on the lcd window corners, broken battery tube threads, cracks on the reservoir tube lip, cracks on the reservoir tube, loose drive support disk, and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had physical and cosmetics damage. No further information reported.